Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The alarm could not be cleared. There was no impact to customer's blood glucose level. The customer was to use long and fast acting insulin to manage diabetes.